Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer display would not respond to the stylus pen. It was also indicated that programmer and radiofrequency head cases were damaged. It was also indicated that the radiofrequency head cable was bent but functional. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not respond to the stylus pen. The pen was changed but the issue was not resolved. The programmer was also making a sound every five seconds during a follow-up session. The programmer was returned. No patient complications have been reported as a result of this event.